Event description:
The following information was provided: it was reported via the stryker facebook page, "I got a stryker replacement 11 months ago and still have pain. I am thinking this replacement just didn¿t work for me".